Event description:
It was reported, the catheter split on administration of CT contrast. The CT contrast was administered via the CT compatible lumen when the catheter split along the white lumen just below the level of the hub. The line was subsequently removed and another line was requested. The patient's current condition reported as "fine".

Manufacturer narrative:
(B)(4). The report of a ruptured catheter was confirmed through complaint investigation of the returned sample. The customer returned one, 2-lumen PICC for analysis. Signs of use were observed. Visual analysis revealed that the catheter body was ruptured adjacent to the juncture hub where it also appeared kinked. Microscopic examination confirmed the damage and revealed that the edges of the rupture were consistent with a pressure related break. Deformation or slight stretching of the catheter body was also noted directly adjacent to the tear, which, in combination with the catheter hole, is consistent with the appearance of over pressuring the catheter. No damage or anomalies were observed with either of the extension lines. The catheter body total length measured 515 mm via calibrated ruler which was not within the specification limits of 19 1/2" - 20" per the catheter product drawing. This is likely due to the stretching of the catheter body that occurred as a result of over pressurizing. A leak was observed at the tear location when flushing the distal extension line during the functional inspection of the catheter. The IFU provided with this kit instructs the user, "use on ly lumen(s) labelled "pressure injectable" for pressure injection to reduce risk of catheter failure and/or patient complications. Refer to the arrow pressure injection information label for pressure injection information. Refer to the product specific labelling for the maximum pressure injection flow rate for the specific lumen being used for pressure injection." A device history record review did not reveal any relevant findings to suggest a manufacturing related cause. Based on the customer report and the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the catheter split on administration of CT contrast. The CT contrast was administered via the CT compatible lumen when the catheter split along the white lumen just below the level of the hub. The line was subsequently removed and another line was requested. The patient's current condition reported as "fine".